Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or add'l info be received, a follow up report will be filed. No files attached.

Event description:
According to the info received, a pt had blocked urineflow. A pt had bladder cancer and was discharged for the hospital with a leg bag attached to a foley catheter. The urine did not drain into a bag. Urine backed upon into the bladder causing hospitalization. When asked the nurse stated that the foley was draining but not going into the bag.